Event description:
The facility reported a pump with a faulty keypad. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a faulty keypad was confirmed during product evaluation. Inspection of the device found that the keypad on the pump head module was defective and was therefore, replaced to address the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.